Manufacturer narrative:
Index procedure was carried out in the lcx. Cec adjudicated that the event was not related to the study device.

Manufacturer narrative:
(B)(4).

Event description:
On the day of the index procedure, the patient had one resolute integrity drug eluting stent implanted. It was reported that approximately 399 days post index, the patient developed difficulty in speech with the symptoms of double vision in the right eye and leaning to the right while walking, the patient was referred to the investigational hospital from a nearby hospital due to acute-phase br ain-stem infarction. MRI showed the right putaminal petechial low absorption area and newly developed cerebral infarction (midbrain). The patient suffered an ischemic stroke and cec have adjudicated event as stroke, ischemia.

Manufacturer narrative:
Patient is in ex-smoker with a history of diabetes, hypertension and hyperlipidemia. Index procedure was prompted by stable angina. Index procedure occurred on the (B)(6) and not (B)(6) 2014. Investigator indicated that the reported stroke was not related to the study device.